Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgeries on (B)(6) 2013 and again on (B)(6) 2015 and mesh was implanted during each surgery. It was reported that the patient experienced an undisclosed adverse event.

Manufacturer narrative:
Date sent to FDA: 07/17/2019.

Manufacturer narrative:
Date sent to FDA: 9/4/2020. Additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2015 due to recurrent incisional hernia, adhesions, abdominal pain, abscess, scarring, disfigurement and infection. It was reported that the patient underwent mesh revision on (B)(6) 2016 due to recurrent incisional hernia, adhesions, obstruction, abdominal pain, abscess, scarring, disfigurement and infection. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Manufacturer narrative:
Date sent to FDA: 9/11/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.